Event description:
It was reported that the home patient (hp) had a system error (se) during an unknown step of peritoneal dialysis (pd) therapy on the homechoice (hc) machine, while the hp was connected. The reported se was invalid, possibly due to the hp misreading the se. The hp planned to complete therapy using continuous ambulatory peritoneal dialysis (capd), and the technical service representative (tsr) discussed its use with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed. The reported problem was identified as a system error (se) 2059. An internal and external inspection was performed with no issues noted. The device underwent rite functional and rite electrical testing with no issues related to the reported condition. The cause of the reported problem was determined to be a multisystem digital printed circuit board (pcb) failure. The u26 and u42 on the digital pcb were re-worked to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.